Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was not delivering the insulin and the customer ended in the hospital with ketones and high blood glucose of 30mmol/l. Also, it was reported that the device had unresponsive buttons. No further information was provided.